Event description:
It was reported that immediately after insertion of the iab, the catheter clotted off, and the user was unable to aspirate from the central lumen. The iab was removed and replaced without any complications.